Event description:
The manufacturer's representative reported that the patient had expired. The drug delivery pump was implanted approximately 24-36 hours prior to the patient's death. The pump was programmed to deliver morphine 4 mg/day. The patient was also prescribed percocet for "breakthrough postop pain." It is unknown what other medications the patient had been taking. An autopsy was performed, but a final report is pending toxicology test results.

Event description:
The patient had undergone pre-surgical intrathecal multi-day catheter and external mini-pump trial. The drug and dose from trial were used for initial pump settings after implant. The pump was warmed in saline and was fully aspirated prior to implant under general endotracheal anesthesia. The morphine 25 mg/ml was obtained from manufacturer by the hospital pharmacy and diluted with 8 ml of preservative free saline to provided 40 ml of morphine 20 mg/ml. A priming bolus of morphine 7.94 mg over 30 minutes was programmed, followed by simple continuous dose of 3.999 mg/day. The patient was observed until 3 or 4 p.m. Following the a.m. Surgery. The hcp reported that the patient was a "low level narcotics addict" who took 2-6 doses of lortabs/day and that he may have had more than one source of "simultaneous prescription" for opioid drugs. The patient was not weaned of of any medications prior to implant. Review of programming by the hcp and manufacturer techical services did not reveal any issues. The family reported to the hcp that the patient had a habit of eating food and bread before bedtime and leaving the food in his mouth which he did the night he died. The patient reportedly had a "seizure" shortly before he died. The hcp suspects that he may have taken other medication in addition to the intrathecal medication he was receiving via the pump, developed respiratory depression and aspiration leading to his death. The coroner reports "natural disease siginficant heat disease significant heart disease" as a preliminary finding